Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had mismatched internal and external serial number. There was no patient involvement.

Event description:
It was reported that the device had mismatched internal and external serial number. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of mismatch serial number was confirmed. On 25-mar-25, lvp was received unboxed and with paperwork. Verified lvp functions normally when tested along with a lab pcu. Wrong serial number was loaded into unit during bd production. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center reflash unit with sap correct serial number. Failure investigation report attached to sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.